Event description:
It was reported that the patient was revised and ceramic components were replaced as a result of thigh pain.

Manufacturer narrative:
Additional information has been requested, but has not been received.